Event description:
Additional information was received from the patient. It was reported that they had turned the device off for a test and forgot to turn it back on. It was off for approximately 2 months. They were doing much better after they turned their device on.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information was received from the patient and it was reported that the implantable neurostimulator (ins) was turned off and the patient was checked for nerve activity. The patient reported that the therapist asked if she had been in an accident where the left side of her body had received a hard hit; the patient reported that they replied no. The patient reported that they had several tias in 1982. The patient reported that they went to another doctor for a nerve stimulation study. The results were: ¿nerve stimulation study normal em6 of the left extremity muscles test and evidence of motor neuropathy.¿ the patient reported that the therapist felt like the pelvic floor exercises she was doing would help somewhat, but there was nothing else she could do to help the patient. The patient reported that they wondered why they did not experience more results. The patient reported that the ins was on now, but didn¿t really feel any stimulation. The patient reported that they decided that the device must help her some because she did not go as many times as she did in the past or as many times during the night.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy, a return of symptoms both during the day and night and couldnt increase stimulation. The patient reported that they did not feel stimulation. It was noted that the therapy was off. The therapy was turned on and the situation resolved. The patient was going to monitor their symptoms and see how their body responded to the stimulation and increase as needed. The patient reported that this was a sudden onset of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.